Event description:
We had multiple product failure with the dosi-fuser infusion device, made by leventon and distributed by hospira. Their catalog number is: 2072301. It is the 150ml 2 day infuser. We had 4 infusers that leaked at the joint between the tubing and filter. It did not effect the pt in any instance, as it was discovered prior to eyer being hooked up for drug infusion. All product failures were confined to lot # 061817l. Device failure was reported to hospira.